Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: "the wire is fragile" please explain in more detail what do you mean? The thread was fragile: when we performed the knot the tread broken frequently. When did the event occurred (removal from package / during passage through tissue/ during tying / post-op)? The event occurred during junctions on intradermal overlock what is the name of the procedure? Lumbar arthrodesis, laminectomy and herniated disc. What is the event date? Between (B)(6) 2020. What is the patient's current condition? Unknown. What was used to complete the procedure? Another thread. Was there any adverse consequence associated with the patient? Unknown. Please provide procedure date. Unknown. Please provide event date. Event date :between (B)(6) 2020. A manufacturing record evaluation was performed for the finished device lot ppmcem, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a herniated disc procedure on an unknown date; and a suture was used. During the procedure, the suture broke while tying a knot during junctions on intradermal overlock. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested. Two new complaint opened because when receiving new information the customer has mentioned that the issue occurred during 3 different procedures.